Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. A review of the data supplied, shows quality control (qc) had poor precision at the time of the event. The ccc requested the customer to bleach imt (integrated multisensor technology) sample port and air vent, scrub sample port, clean imt probe tip and aligned the imt pump. The ccc then requested the customer to replace the imt sensor. The serum and urine qc was in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned the imt module and replaced the imt sensor. The customer then ran a dilcheck and qc, resulting in range. The cause of the discordant, falsely elevated urine sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated urine sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was released to the physician(s), which was questioned. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated urine sodium result.